Event description:
In 2007, the customer reported a problem with transmission of patient data from the cell-dyn 3200 analyzer to a laboratory information system (lis) system. The analyzer was set to autotransmit data, but it sent the wrong data for approximately 15 specimens. The wrong data was not reported out to the physician as the issue was noticed immediately and corrected. When the data was transmitted again manually, the correct data was sent to the lis. No specific patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer's control system for specimens is not by the barcode reading process, but by the rack position number. Investigation found that the incorrect data autotransmitted to the lis system was data from a previous day. The analyzer was powered off, the communication cable was cleaned and the analyzer was powered back on. The issue did not reoccur. A review of complaint trending reports for the cell-dyn 3200 analyzer, list 04h60-01, did not indicate any adverse trend for issues regarding cell-dyn 3200/lis data transmission. This is the final report.